Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. No motor error alarms were noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported a motor error alarm from the insulin pump during prime. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).